Event description:
Rptr noted corneal burn occurred at the beginning of phaco. They decreased the power and finsihed the case. Sutured wound to close. Continued to use the unit, but feels handpiece malfunctioned.